Manufacturer narrative:
Additional information was provided and revealed that the balloon ruptured and the delivery system was removed.

Manufacturer narrative:
Of note, it is unclear per report if the balloon leaked or ruptured during the procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The latest revisions in accordance to the occurrence date of the event were reviewed since no lot number was provided for the delivery system. Below is the most relevant and representative of manufacturing steps. During manufacturing of the delivery system, the device and its components are tested and inspected multiple times. During crimp balloon manufacturing, the crimp balloon is 100% dimensionally inspected. During manufacturing, the delivery system undergoes inspections. The inflation balloon undergoes 100% dimensional inspections. The laser bond between the inflation bond and the crimp balloon is inspected. During the pleat and fold process, the inflation balloon is visually inspected for scratches and distortion. During final assembly of the delivery system, the balloon is 100% visually inspected for defects. All bonds on the delivery system undergo 100% visual inspection by manufacturing per procedure. The delivery system is leak tested to ensure that there are no leaks in the inflation lumen for the balloon. Post leak test, the balloon covers, and inflation balloon are inspected for any damage. In addition, the lot undergoes product verification (pv), based on a sampling plan. Visual inspection is conducted prior to functional testing for physical defects and tensile bond strength. During pv testing, all tested units underwent burst pressure testing. All tested units from the lot passed the pv testing for final release. These inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a defect in manufacturing contributed to the reported complaints. The lot number was not provided and a device history record (DHR) review and lot history review were unable to be performed. A review of the complaint history revealed that the occurrence rate did not exceed the november 2019 control limits for these trend categories. The sapien 3 (s3) with the commander delivery system in pulmonic position is not indicated for commercial use, in the country germany at the time of the complaint occurrence. The training manuals in this section are for a transfemoral procedure in the aortic position and were reviewed for relevant guidance for an s3 implant and commander ds use. The IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery. The training manual provides guidance on valve alignment. Factors that can assist in valve alignment are: perform valve alignment in the straight section of the aorta, unlock, pull the balloon catheter straight back at the y-connector until part of the, warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, check delivery system before valve alignment. If kinked, do not use, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and flex catheter tip during valve alignment. The procedural training manual provides guidance on thv can be retrieved through sheath only before thv deployment (still crimped). Factors included are: ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieved. Note that if the crimped thv aligned on balloon is larger than crimped thv off balloon, take care if deciding to retrieve. In addition, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip, and rotate the delivery system before trying again. No IFU and training deficiencies were identified. The complaints were unable to be confirmed. As there was no returned device, presence of a manufacturing non-conformance could not be determined. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies a product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the delivery system during valve alignment procedure (i.e. Via valve alignment in a non-straight section, torqueing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. As noted, ¿mounting was tricky due the short distance of a straight pathway ¿ so the balloon ruptured and we had to take it out again.¿ it is possible that valve alignment difficulty contributed to high alignment forces and tension. Performing valve alignment at a bend or angle (due to patient¿s tortuosity) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Upon retrieving of the flex tip to triple marker, release of tension could have caused the valve to shift proximally. However, it is unknown when and where the valve was moved during the procedure. There is insufficient information to determine a definitive root cause. Tension built up in the system during valve alignment may have contributed to the reported event of balloon leakage. The balloon material could have been compromised and more susceptible to damage/leakage during the attempt to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. Per the report, ¿difficulty removing the undeployed valve from the superior vena cana¿ was experienced. It is likely the ds/undeployed valve was non-coaxially aligned with the sheath tip in the tortuous anatomy prior to retrieval. This could have caused the valve to catch on the sheath tip and subsequently make it more challenging to be retrieved through the sheath. A pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. A CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. In this case, available information suggests that is possible that patient factors (tortuous anatomy in the superior vena cava) and/or procedural factors (non ¿ coaxial withdrawal of delivery system/undeployed and valve build up tension as a result of valve alignment in the non-straight section of the anatomy) contributed to the reported event. However, as no patient information or procedural imagery is available (the complaint was created due to a review of medical article), a definite conclusive cause cannot be determined at this point. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. The occurrence rate did not exceed the november 2019 trending control limits for these complaints; therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate of a multi-center study published in a european article ¿early outcomes of percutaneous pulmonary valve implantation using the edwards sapien 3 transcatheter heart valve system¿ the study was from march 2016 and included a case of a (B)(6)-year-old male patient, with an underlying diagnosis of tetralogy of fallot. During the first attempt at implantation of a 23mm sapien 3 valve via the transfemoral approach, a prosthesis dislodgement on the balloon with difficulty removing the undeployed valve from the superior vena cava was experienced. It is unclear in the article if injury was experienced removing the undeployed valve. However, a repeat procedure via the jugular access route was successful.